Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received ten sealed 20ga x 1.00in. Insyte autoguard bc units from lot number 3142661. A penetration and drag test was performed and all units passed specifications. After testing, each catheter was advanced slightly off the needle to break tip adhesion and retracted. No resistance from the catheter was detected. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter backed out of the vein. There was no report of patient impact. The following information was provided by the initial reporter: date of occurrences: (B)(6) 2023. Number of product affected: approximately 20 insytes during this span of time with both 20 gauge and 22 gauge IV catheters. Description of what happened: multiple nursing staff reported that the IV catheter will not advance off of the needle once in the vein. Product # and lot #: 22ga (382523). Lot# 3181571. Lot# 3117895. 20ga (382533). Lot# 3142661. Was the course of treatment altered?: yes, the patient had to be stuck more than once for an IV start. Any harm to the patient?: no, other than having to have a second IV start. We pulled all of the affected lots from our storeroom that I can send back if you would like. Add info received: 3rd customer response: ¿ was there a delay of, or change in, the course of treatment due to the event? Delay in treatment due to more than 1 IV stick. ¿ what type of procedure is being performed? IV start. ¿ what was the medication/fluid in use at the time of the event? N/a. 4th customer response: the adhesion was broke before insertion with the IV attempts. The nurses state that the catheter won't thread into the vein and when they would push the button to retract the needle, the catheter would also retract from the vein with the needle. I am not able to give you specific dates/times as it was multiple nurses stating the same thing during those dates.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.